Event description:
The customer reported a fluid leak of approximately 20ml from the fitting at the waste filter on a coulter act diff 2 analyzer while shutting down the instrument. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse confirmed the failure, as he found a broken waste line fitting. He replaced the fitting at the waste line and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).